Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported pump stop events captured in the submitted log file. The submitted log file contained data and events from 03may2023 through 24may2023. Pump stops were captured on 24may2023 while the patient was connected to battery power. No other notable events or alarms were captured. The lvas was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 36¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 1.5¿ from its hardware and was returned attached to the outlet elbow. The sealed outflow graft bend relief and bend relief collar were not returned. Upon disassembly of the lvas, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Upon initial inspection of the driveline wires, damage to the insulation of the brown wire of the 36¿ driveline segment was observed. Due to the proximity of the damage to the severed end of the dl segment the brown wire was not tested for electrical continuity. Electrical continuity was performed on the remaining wires of both dl segments and all wires were found to be electrically intact. Visual inspection of the 1.5¿ pump-end driveline segment revealed breaches in the insulations of the red, black, and green wires at the pump housing as well as the brown and orange wires approximately 0.5¿ from the pump housing. Visual inspection of the 36¿ driveline segment revealed breaches in the insulations of the green, orange, and black wires approximately 27¿ from the metal connector, the red wire approximately 33¿ from the metal connector, the yellow wire approximately 35¿ from the metal connector, and the brown wire approximately 35.75" from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires from two different phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power, the resulting phase-to-phase short would have resulted in the low speed and pump stop events confirmed through the submitted log file. Similar events could have also occurred from a short-to-ground if any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu). The pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, the lvas was not functionally tested using a mock circulatory loop. The relevant sections of the device history records as well as driveline were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: known short to shield covered in MFR 2916596-2020-02582. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that: the patient had a known short to shield that likely progressed to a phase to phase short. The patient was having pump stops while on battery power. The patient was to be worked up for a pump exchange. The log file contained multiple pump stop, low flow hazard, and low speed hazard alarms while the patient was utilizing battery power. These alarms were associated with a multiple wire fracture (phase to phase short) within the driveline. It was later communicated that the pump was exchanged.